Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is compete a follow up MDR will be submitted.

Event description:
It was reported that the dermatome skips. The event timing was during surgery and did not result in harm or injury.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, description of event or problem, device identification, concomitant medical products, premarket identification, type of report, follow up type, device evaluated by MFR, adverse event problem and concomitant medical products. UDI# - (B)(4) DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the dermatome an on (B)(6) 2019 revealed that the control bar was below the specified location and could have attributed to the cause of the skipping. The device was within calibration and motor speed specifications. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2019 which included adjusting the control bar to the correct position. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the cause of the reported event was due to the position of the control bar. During the product review it was noted that the control bar was below the specified location and could have attributed to the cause of the skipping. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per for any adverse trends that may warrant further action.

Event description:
No additional event information.